Manufacturer narrative:
1. Summary of investigation results: the investigation reviewed the customer's calibration and qc data. Some of the calibration signals were at the very low end and a sudden upward shift in qc was observed at the time of the questionable results. Qc was acceptable at the time of repeat testing. The investigation determined the event was consistent with a distorted calibration curve caused by either the reagent pack itself or the calibrator solution used. A general reagent issue could be excluded. 2. Summary of follow-up/corrective actions taken: the customer ran qc and the results failed. The customer attempted to recalibrate the reagent pack but calibration failed. The customer replaced the reagent pack, repeated the patient samples, and received lower results. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?"? No. 5. Device reprocessed and reused? No.

Event description:
1. Describe the event: the initial reporter complained of discrepant results for 3 patient samples tested for elecsys tsh on a cobas 8000 e 801 module. 2. Patient age range: asku. 3. Patient weight range: asku. 4. Patient sex breakdown: asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.